Manufacturer narrative:
(B)(4). Baxter medical assessment: the information received is insufficient to allow a medical assessment and determination of a causal relationship to the use of floseal. Following clinical aspects need to be clarified: date/time of diagnosis of blood pressure decrease; potential risk factors; severity of blood pressure decrease (rr values) and duration; therapy and treatment effect. (B)(4). As we cannot exclude a potential causal relationship between the product and the incident, this case is being conservatively reported. No additional information is available at this time. Baxter is attempting to obtain additional information from the reporter. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Additional information received from reporter on 02-09-2011:at 5:00 a.m., 6:43 a.m., and 9:00 a.m. Patient's systolic pressure was 80, 84, and 90. After 9:00 a.m. Systolic pressure remained in the 100 range. Respiratory rate was 16 and 17 throughout the day. Patient's toprol was held until systolic pressure was greater than 100. Patient's pressure returned and remained in normal range through the rest of the admission. Patient was discharged as planned on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Baxter follow-up medical assessment: the follow up clinical information confirms a preexisting arterial hypertension. A pulmonary embolism or allergic reaction to the application of floseal can be excluded. The reported drop in blood pressure is the result of a preexisting disease/condition, and is not related to the use of floseal. (B)(4). As causal relationship between the product and event has been excluded, no additional information or investigation is required. This is the first complaint of this nature received for this product lot. This case will be kept on record for trending purposes. The initial MDR for this case indicated that the date of the event was (B)(6) 2010. Additional information provided by the reporter on 09-feb-2011 indicated that the date of the event was (B)(6) 2010. The occurence date has been corrected in this MDR.

Event description:
(B)(4). The aim of the study was to use hemostatic agents to minimize blood loss and to decrease transfusion rates. Floseal is a thrombin based hemostatic agent with unknown efficacy in achieving these goals in total knee arthroplasty patients. We performed a prospective randomized controlled trial on floseal in patients undergoing unilateral total knee arthroplasty with the primary endpoint of assessing blood loss measured through drain output. The hemostatic agent was used intra-operatively. Patient demographic information, operative side, diagnosis, intra-operative details, implant choice, hospital course, laboratory values, vas pain scores and knee range of motion, adverse events and deviations from protocol were collected. Case details: (B)(6) underwent rt. Total knee arthroplasty for degenerative joint disease on asa 81mg on (B)(6) 2010. Experienced a decrease in blood pressure post operatively. Discharged on (B)(6) 2010.